Event description:
The pt was implanted with biventricular support. The manufacturer received a user facility report received from the intermacs registry which stated: the pt was "found to have functional inflow obstruction and bivad failure." The pt was placed on extracorporeal membrane oxygenation (ECMO) and later expired.

Manufacturer narrative:
The manufacturer was advised that the bivad pumps, serial number (B)(4) and serial number (B)(4) will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report was received from the intermacs registry.